Manufacturer narrative:
The investigation into automated impella controller (aic) - purge issue ¿ other has been completed. The console log confirmed the reported failure mode given there was a purge pressure low - alarm. The failure mode was not reproduced throughout testing. The root cause of the low purge pressure during case could not be determined. B5 updated with patient outcome and mso statement on manufacturer device report 1220648-2024-19614. Companion case manufacturer device report 1220648-2024-19275 reporting the impella pump and death.

Event description:
The patient was successfully weaned off the pump and automated impella controller (aic) support without incident which was one day earlier than planned. There were no complications related to the aic. Per medical safety officer review use of the aic cannot conclusively be associated with the outcome. The patient did expire from a ventricular tachycardia episode post support and assessed as related to the impella pump which is reported in manufacturer device report 1220648-2024-19275.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and there were low purge pressure alarms. No visible leak was seen. The staff requested the automated impella controller (aic) be investigated as well for this issue.